Event description:
On (B)(6) 2010, the customer reported hemolysis, based on the appearance of the fluid in the spectra optia disposable and inability to establish an interface, at the beginning of a tpe procedure on a pt with thrombotic thrombocytopenic purpura (ttp). Fresh frozen plasma was being used as the replacement fluid with (B)(6) being administered prior to the initiation of the procedure. This report is being filed due to the potential for serious injury from hemolysis and medical intervention in stopping the procedure.

Manufacturer narrative:
(B)(4). The caridianbct clinical specialist suggested that the operator discontinue the procedure and notify the physician. The customer later communicated that, after the first procedure, they disconnected the pt and reconnected him to a different spectra optia machine with a new spectra optia disposable kit per one of the physician's instructions. The operator observed hemolysis again during the second procedure and discontinued it. The customer suspected the pt's catheter as the root cause of the hemolysis. The customer took a sample from the catheter instead of the return line of the disposable sets. The sample tested positive for hemolyzed cells. The customer then concluded that the root cause of the hemolysis was the catheter. The customer replaced the pt's catheter and connected them to a cobe spectra machine and cobe spectra disposable. They then completed a third and uneventful procedure on the cobe spectra system. The equipment was checked out with a service call and was found to be functioning properly. Tubing sets were unavailable for return for investigation. The DHR for the disposable tubing set was reviewed. No mfg deviation was identified. Conclusion: the spectra optia system functioned as intended. The issue was related to another device being used concomitantly.